Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds other reported incidents against the provided insert product and lot combination. No other reports are found against the remaining product/lot code combinations. Per procedure, the metal on metal articulating devices are exempt from device history review. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The initial tha with s-rom mom implant was performed on (B)(6) 2014, due to osteoarthrosis. However, due to the anomaly derived from mom, it is planned that the patient to be revised (B)(6) 2014. The implant will be returned for the investigation after the revision. Further details also will be available after the revision. Update (B)(6) 2014 description update: the revision was performed on (B)(6) 2014. The mom related anomalies were diagnosed not because of the patient feeling pain or discomfort, but a pseudotumor was found on the CT scan.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.